Event description:
During a follow up to install the cyber security update, the device entered back up mode (bvvi) .the cyber security update failed multiple times and the upgrade was not completed. Technical services recommended the device to be replaced. The patient was stable.

Event description:
During a follow up to install the cybersecurity update, the device entered back up mode (bvvi). The cybersecurity update failed multiple times and the upgrade was not completed. The device was explanted to resolve the issue. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was decontaminated and a visual inspection was performed, and no anomalies were noted. The device image was retrieved and analyzed and it was revealed that the backup mode was caused by data corruption in the device image. Electrical testing revealed an anomalous voltage signal that was found to be oscillating, which resulted in the data corruption. The oscillation was caused by an anomalous connection of the voltage signal¿s capacitor to the hybrid. The reported event of backup mode was confirmed.